Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, one opening curved on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: one sharp opening on the patch/shell bond edge and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a sharp opening on patch/shell bond edge assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: b.6., d.9., h.3., h.6.

Event description:
Healthcare professional reported left side ruptured saline implant. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side ruptured saline implant. The device has been explanted.